Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. H3 other text: device not returned for evaluation.

Event description:
It was reported, "caller states he was in the hospital for about 17 days with a powerpicc solo. Caller states they removed the PICC five days ago but he can still feel tingling in two fingers and a thumb. Response: explained that it is possible that the clinician hit a nerve during PICC placement. This may resolve itself in a few days but it needs to be reported to physician as soon as possible. The doctor may want to follow up with treatments. Response: explained that it is possible that the clinician hit a nerve during PICC placement. This may resolve itself in a few days but it needs to be reported to physician as soon as possible. The doctor may want to follow up with treatments."